Event description:
Boston scientific received information from a journal article that discussed a medical device advisory issued on a competitor right ventricular (rv) defibrillation lead and the 63 percent all-cause abrasion rate, leading to a class I recall. Health care professionals (hcp) performed an independent comparative, long-term electrical survival analysis of the competitor lead and three other high-voltage lead families in a large national cohort of patients. The article states that 12 out of 2,401 of boston scientific¿s rv defibrillation leads failed. It was also stated that in more than 90 percent, these leads presented with noise at the time of the lead failure. There were no specific patient names or lead model and serial numbers identified in the article and there were no reports of any adverse patient effects.

Manufacturer narrative:
The investigation is ongoing as the journal article author has been contacted for additional information. Should additional information become available, this report will be updated.